Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, patient began to experience pain and a revision procedure was performed on (B) (6) 2010. The femoral stem and acetabular cup were noted to be loose and were removed and replaced with competitor components.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, patient began to experience pain and a revision procedure was performed on (B) (6) 2010. The femoral stem and acetabular cup were noted to be loose and were removed, and replaced with competitor components.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that there are clear remnants of bone in-growth and it appeared to function as intended.